Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device was heating up. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed thimble lock operation and the locking mechanism would not allow a cutter device to be locked into place. It was determined this was due to debris not allowing the paws to close. It was further determined that this caused heat and noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, by allowing debris to build up and interfere with the locking mechanism. If additional information should become available, a supplemental medwatch report will be submitted accordingly.